Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 shorted out and stopped working. A second device stopped cauterizing and burning. The hospital reset the device twice at 30 seconds and it would still not cauterize. A third replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01086 for related report.

Manufacturer narrative:
The device was returned to the factory eval. It showed signs of clinical usage and some evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the device using a reference power supply and cable. The device passed the pre-cautery test as it generated steam and heat during activation. The safety shutdown mechanism of the device was evaluated using the reference power supply and cable. The device performed according to specifications during activation. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).